Event description:
It was reported that, "the proximal portion of the nail itself fractured into 2 pieces. The distal locking screw broke in half as well."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Same pt event as MDR 9610622-2011-00481.